Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
On (B)(6) 2020 getinge received customer product complaint where an issue with one of surgical light occurred- lucea. As it was stated, the crack of the cover occurred. There were no injuries reported however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may lead to contamination. The device involved in the event is lucea 100 with serial number (B)(6) and catalog number luslucea100mob. It was established that when the event occurred, the surgical light did not meet its specification due to the damaged cover leading to missing plastic particles and it contributed to the issue. It is unknown if the device was being used for patient treatment. During the investigation it was found that the reported scenario has never lead, to date, to serious injury or worse. The manufacturer¿s subject matter experts have reviewed the issue and unfortunately, despite the effort made in gathering more detailed information, the specific root cause wasn't possible to be established. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The purpose of this submission is solely to provide a correction of additional manufacturer narrative/corrected data section (h10) and event problem and evaluation codes (h6). This is based on the result of an internal review. #h6: evaluation result codes- previous: no findings "available" (3221). Evaluation result codes- corrected: "maintenance" problem (115). Evaluation conclusion codes- previous: cause not established (4315). Evaluation conclusion codes- "corrected": cause traced to maintenance (51). #h10: previous: on 2nd january, 2020 getinge received customer product complaint where an issue with one of surgical light occurred - lucea. As it was stated, the crack of the cover occurred. There were no injuries reported however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may lead to contamination. The device involved in the event is lucea 100 with serial number (B)(6) and catalog number luslucea100mob. It was established that when the event occurred, the surgical light did not meet its specification due to the damaged cover leading to missing plastic particles and it contributed to the issue. It is unknown if the device was being used for patient treatment. During the investigation it was found that the reported scenario has never lead, to date, to serious injury or worse. The manufacturer¿s subject matter experts have reviewed the issue and unfortunately, despite the effort made in gathering more detailed information, the specific root cause wasn¿t possible to be established. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue. Corrected: on 2nd january 2020 getinge received a report from the getinge service visit at the customer where several lucea 100 "ceiling" devices were reported to be having issues. Pictures received form the customer included a number of devices with cracked covers where particles were noticed to have come off the device. Missing particles point to the possibility of those particles falling into the sterile field, which typically is considered a reportable event. With the information received at the time, we were forced to assume that all the devices reported by that customer have the same problem and all should be reported to the competent authorities based on the potential for the contamination. On 12th february 2021 getinge received more detailed information in the form of a picture of the actual device, which showed the crack cover. It was noted that no particles have detached from that crack. When there is no particles falling from the crack, there is no potential of any contamination, injury or worse. With the current knowledge of the issue the complaint would not be considered as reportable and reported. The device involved in the event is luslucea100mob with serial number (B)(6). It was established that when the event occurred, the surgical light did not meet its specification and it contributed to described event, however the event is considered as not safety related. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to the serious injury or worse, to death. As it was confirmed by subject matter experts from the manufacturing site the most likely root cause of the situation occurrence is related to the combination of different factors: mechanical stress, use of inappropriate cleaning/disinfection products, or inappropriate cleaning and disinfection protocols. For cleaning, the IFU informs the user to not use aggressive and abrasive products. During disinfection, it is prohibited to spray the disinfectant solution directly on the device and to use inappropriate disinfectants. However, the test performed showed that the aggressive cleaning agents can lead to the situation under this investigation only in combination with a mechanical stress. Cracks located on the light head lower covers, at the edge of the on/off button, were detected during daily visual inspection, as recommended by the user manual. If the described failure occurs, the user can visually detect it during the daily checks to be performed prior to each use, or during preventive maintenance. In this case, the user would contact a getinge representative to replace the defective covers of the affected device. We believe that devices in the market are performing correctly overall. We also find the issue as highly detectable during daily visual inspection which is an important step given in the user manual. The issue is not considered as safety related and would not be reported to the competent authorities when reoccur.

Manufacturer narrative:
Issue is being investigated by manufacturing site. It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge (B)(4) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints. Device not returned by manufacturer.

Event description:
On (B)(6) 2020 getinge received customer product complaint where an issue with one of surgical light occurred - lucea. As it was stated, the crack of the cover occurred. There were no injuries reported however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may lead to contamination.